Event description:
The patient reported that on (B)(6) 2010, her blood glucose elevated to over 300 mg/dl and she bolused through the infusion device. She stated that 1-2 hours later her blood glucose increased and at 10:00pm measured 279 mg/dl and she bolused through the infusion device. During the night e7 (electronic) error was displayed on the device and she removed the power pack and injected insulin via pen. No further information is available. The patient did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.